Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of may 10, 2022, was chosen as a best estimate based on the date of mesh implant. Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pain, e1310 - urinary tract infection, e1405 - dyspareunia. The following imdrf impact codes capture the reportable events of: f1202 - disability.

Event description:
It was reported that an obtryx ii system - curved was implanted into the patient for the treatment of stress urinary incontinence. Sometime after implantation, the patient was seen by a urologist due to total incontinence with full and painful bladder after a maximum of two hours. She can no longer run, bend down, or jump without experiencing urinary leakage. Whenever she stretches, turns, get up during night-time, it leaks. She had several awakenings during night because of bladder pain, as if it was completely full. Constant burning sensation and itching were also present, along with urinary tract infections, small pimples on the clitoris and to the vaginal entrance, and vaginal odor. She also noted pain in her right thigh which has been evaluated and determined not to be related to a venous condition. During sexual intercourse, the patient experiences severe urinary loss and pain. The urologist first proposed botox injections, then changed the recommendation to a tension free vaginal tape (tvt) implant. The patient refused the tvt due to the complications already experienced with the transobturator tape (tot) and the desire to avoid further risks. Since then, the patient has not received adequate follow-up care. Currently, the patient has had a very disabling problem in everyday- painful bladder and the bladder that leaks at the slightest opportunity. Due to her urinary leakage, she had to refuse to play with her 10-year-old child since 2022. Furthermore, her physician told her about depression following her worries regarding the mesh implant. The patient has become socially withdrawn, had trouble going out, and has had fear for traveling of not knowing how to compose herself with her urinary leakage. She often cried even in front of her doctor, just talking about the consequences of this procedure. This also has an impact on her life as a couple, as she no longer has a libido due to her urinating during intercourse.